Event description:
Device 2 of 3. Reference MFR reports: 1627487-2014-03175 and 1627487-2014-03177. It was reported the pt is experiencing pain at her scs anchor site. It was also reported the anchor appears superficial as the pt has lost weight. It is unk which anchor is related to this issue; therefore, all are being reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.